Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number provided appeared incorrect. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that they were losing the image. The problem, as reported to olympus, occurred during a procedure. The intended procedures were an esophagogastroduodenoscopy and colonoscopy. The procedure was completed. A delay in procedure occurred of 5-10 minutes. There was no harm to the patient, attributed to the delay. There was no patient injury, associated with the problem, reported to olympus. There was no patient injury, associated with the problem, reported to olympus.